Event description:
Laser made a high pitched noise, so it was turned off. The fiber was then disconnected from the laser and it was noticed that the fiber was burned at the connector end and detached from connector. Event took place in (B)(6). There was no harm to pt.

Manufacturer narrative:
The core and ferrule being missing from the connector indicates that the fiber was likely fired on a misaligned laser. The significant damage to the threading of the connector and the elongated, stretched heat shrink indicates the fiber was likely pulled from the laser using mechanical force. Likely no fault with the fiber.